Manufacturer narrative:
Patient code added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The trans-septal puncture was normal. A watchman truseal access system was positioned in the laa. Contrast was then injected and showed the access system was in the pericardium. A rapidly growing pericardial effusion was observed. A pericardiocentesis was performed immediately and a total of 665 ml of blood was withdrawn and reinfused directly. Heparin was reversed with protamine administration. The patient's activated clotting time (act) was 128 seconds, so additional protamine was given. The patient remained stable throughout the entire procedure. Later that evening, the patient was doing well and the drain was removed without further bleeding. The patient will be scheduled for another watcman implant in the future. It was further reported that the patient was discharged home four days post procedure. Outpatient follow up has been carried out and a new appointment for intervention is planned. The pericardial tamponade resulted from a complicated transseptal puncture in a very large atrium.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The trans-septal puncture was normal. A watchman truseal access system was positioned in the laa. Contrast was then injected and showed the access system was in the pericardium. A rapidly growing pericardial effusion was observed. A pericardiocentesis was performed immediately and a total of 665 ml of blood was withdrawn and reinfused directly. Heparin was reversed with protamine administration. The patient's activated clotting time (act) was 128 seconds, so additional protamine was given. The patient remained stable throughout the entire procedure. Later that evening, the patient was doing well and the drain was removed without further bleeding. The patient will be scheduled for another watcman implant in the future.